Manufacturer narrative:
Investigation: x-review DHR. *analysis and findings (B)(4). *was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 09/21/2022 under wo #'s 322676 & 315262 and shipped on 09/24/2022. Manufacturing record review: DHR's 322676 & 315262 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was processed for a return on RMA 341037. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time as the unit was not returned. *correction and/or corrective action no corrective actions are applicable as the unit was not available. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per the details received on (B)(4). "We plugged in the machine in different exam rooms, however, the machine did not turn on. Upon speaking and troubleshooting with a service tech, the generator works, however there is an issue with integrated system."

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
As per the details received on (B)(4). "We plugged in the machine in different exam rooms, however, the machine did not turn on. Upon speaking and troubleshooting with a service tech, the generator works, however there is an issue with integrated system."